Manufacturer narrative:
This report is for an unknown distractor implants: external midface/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: nout, e., koudstaal, m.j., wolvius, e.b., and van der wal, k.g.h. (2011), additional orthognathic surgery following le fort iii and monobloc advancement, international journal of oral and maxillofacial surgery, vol. 40 (7), pages 679¿684 (netherlands). The aim of this retrospective study is to report the experience with additional orthognathic surgery as the final procedure to achieve a functional inter-jaw relationship and a class I occlusion following le fort iii and monobloc advancement. Between 1999 to 2009, a total of 41 patients with a mean age of 13.9 years (sd 6.0) were included in the study. 36 patients underwent with le fort iii advancement and 5 patients with monobloc advancement. Distraction osteogenesis using external midface distractor (synthes, solothurn, switzerland) or a competitor device was performed in 20 patients in the le fort iii group. The mean follow-up period was 4.8 years (sd 3.0). The following complications were reported as follows: in an unknown patient, naso-endoscopy revealed residual obstructive sleep apnea (osa) on level of the oro-/hypopharynx after le fort iii do (fig. 2). 7 patients underwent additional orthognathic surgery (table 1). Both over- and under-correction at the occlusal level was noted. 5 patients showed a frontal open bite and 2 showed a bilateral open bite. None of these patients was scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Le fort iii group: patient 6: a (B)(6) patient underwent additional orthognathic surgery (bimaxillary advancement) due to class ii malocclusion postoperatively. Patient 7: a (B)(6) patient underwent additional orthognathic surgery (sarme) due to crowding dentition maxilla postoperatively. Patient 10: a (B)(6) patient underwent additional orthognathic surgery (le fort I) due to class iii malocclusion postoperatively. Patient 11: a (B)(6) patient underwent additional orthognathic surgery (le fort I) due to class iii malocclusion postoperatively. Patient 15: a (B)(6) patient underwent additional orthognathic surgery (le fort I) due to class iii malocclusion postoperatively. Patient 23: a (B)(6) patient underwent additional orthognathic surgery (bimaxillary advancement) due to class ii malocclusion postoperatively (fig. 3). Patient 1: a (B)(6) patient had class ii malocclusion and open bite postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 3: a (B)(6) patient had class ii malocclusion and open bite postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 4: a (B)(6) patient had class iii malocclusion and open bite postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 12: a (B)(6) patient had class iii malocclusion postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 17: a (B)(6) patient had class iii malocclusion postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 27: an (B)(6) patient had class iii malocclusion and open bite postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 30: a (B)(6) patient had class ii malocclusion and open bite postoperatively but was not scheduled for additional orthognathic surgery due to the absence of functional complaints and resistance to additional surgery. Patient 36: an (B)(6) patient had open bite postoperatively. This report is for an unknown synthes external midface distractor implant. This is report 6 of 6 for (B)(4).